Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) cartridge which was a repeat test using the original swab resulted as negative from a veritor analyzer. The user visually read the test cartridge and again questioned the negative result as lines at all areas as well as below flu a were observed. No confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4320962. The customer reported that for 2 cartridges, the analyzer is reading the cartridges as negative, but upon visual inspection, there are additional lines and believe the result should be positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Returns were not available for investigation; therefore, no return sample analysis could be performed. A photograph was returned and showed there are three visible lines on the reading area; however, the issue of discrepant result cannot be confirmed through this image alone, without analyzer data. A trend analysis for discrepant result was conducted, no adverse trend was identified. Multiple lines may show up on non-specific binding areas on the cartridge and that all results should be always read by the analyzer. There were no corrective actions taken at this time.

Event description:
Report 2 of 2 it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) cartridge which was a repeat test using the original swab resulted as negative from a veritor analyzer. The user visually read the test cartridge and again questioned the negative result as lines at all areas as well as below flu a were observed. No confirmatory testing was performed. There were no health impact or consequences reported. (B)(4).